Event description:
Pt had esmolol gtt running on bifuse with heparin gtt. Esmolol pump beeped aprox 3x for downstream occlusion, IV and tubing checked each time. Piv [peripheral IV] flushed well, no clamps or kinks. Pump restarted each time and would go several minutes without alarming again. Pump kept giving occlusion, antisiphon removed and pump worked appropriately. Heart rates noticed to be more tachycardic. Pump alarmed one more time after removing anti siphon valve for downstream occlusion again with no visible issues. Heparin gtt [drip] running in same piv never had any issues. Decision made to spike new esmolol on new tubing and new pump. Heart rates dropped 40 pts [points] after doing so, no alarms for remainder of our shift. Clinical engineering notified, the site indicated it was the tubing that was suspected to be the issue. Sent to baxter via ups tracking [redacted] on [redacted]. Manufacturer response for IV tubing, continu-flo solution set (per site reporter).